Manufacturer narrative:
(B)(4). Batch # n9005m. The device was received with the top of the I-blade upper tip broken off and the broken piece was returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. It is possible that the unexpected noise could be heard when the I-blade got damage. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a robot-assisted prostatectomy, the grasping force of the handle became higher than expected and a breaking sound was heard when the device was used on a lateral ligament of the prostate gland. The device continued to be used to finish the procedure of the lateral ligament. After that, it was found that the upper side of the I-blade was missing when the device was checked. Then, the patient was x-rayed and an object which seemed to be the missing piece was found and it was retrieved laparoscopically. No pieces were left inside the patient. Rf60 was used. The device was inserted via an auxiliary port. The doctor commented that the device was not used on thick tissue.